Event description:
It was reported "during anesthesia on the (B)(6) 2024 one of the 3 hubs of the cv line detached without any external influence and the lumen of the cv line was open." There was no patient harm or injury. No medical intervention required. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis; the photos show the kit lidstock, including the part number and lot number, as well as a separated medial extension line hub. The customer returned one separated luer hub for evaluation. The extension line and catheter were not returned. Signs-of-use were observed on the hub. Visual inspection revealed that remains of the extension line molding were visible inside the luer hub. The exact point of separation and the nature of the break could not be determined without the remaining extension line available for evaluation. The inner diameter (ID) at the hub separation point measured 0.057", or 1.4478mm, which is within the specifications of 1.42-1.50 per product drawing. The outer diameter of the extension line could not be measured without the remainder of the catheter returned. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause com-ponent damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The customer re-port of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the medial extension line separated from the luer hub. Only the separated luer hub was returned. Evidence of extension line material was observed within the separated hub; however, the nature of the break could not be determined without the remainder of the catheter returned. Based on these circumstances, and without the complete sample for analysis, the probable root cause for this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during anesthesia on the 03-may-2024 one of the 3 hubs of the cv line detached without any external influence and the lumen of the cv line was open." There was no patient harm or injury. No medical intervention required. The patient's current condition was reported as "fine".